Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted. The lead was revised on (B)(6) 2012 due to high thresholds in all configurations. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).